Manufacturer narrative:
Information regarding the initial reporter section occupation: unknown investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. A photo of the opened pouch was also supplied and reviewed. The photo received of the outer pouch did confirm the lot and product numbers. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a 60 cc syringe was filled with water and attached to the balloon inflation port. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and leakage was observed from a pinhole in the proximal end of the balloon material. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information received indicates that lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use states: " apply a water soluble lubricant to balloon to allow easier passage through accessory channel." The additional information also indicated that negative pressure was not applied to the balloon. A possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user to "maintain balloon deflation with negative pressure." Another possible contributing factor to a pinhole/hole in the balloon material is if the balloon material comes into contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure and lubrication were not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a stenosis of the esophagus, the physician selected a cook eclipse ttc wire guided balloon dilator. The physician advanced the device through gastroscope and inflated the balloon. The physician could not see the balloon inflated through the x-ray image and under endoscopy view. The physician retracted the balloon from the patient and found a leak. They changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A correction was made to the manufacturing and expiration dates.